Event description:
A 3.5mm reconstruction plate, implanted in 2000 broke post-operative. Pt experienced a gunshot wound to the left distal humerus. Surgeon attempted external fixation with poor results and followed with orif, irrigation and debridement and ulnar nerve transposition. Pt experienced pain, swelling and deformity 4 mos later. X-rays taken showed plate fractured. Plate was removed later that month.